Manufacturer narrative:
The dermatome was not returned and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Medwtach report number - 4100070000-2020-8027. Reporter's narrative: "I (manager of sterile processing department) was called by the doctor. He wanted me to look at a piece of equipment he had on the sterile field that he did not think was working correctly. I came into the room. He turned on the power to the item in question to demonstrate how it was malfunctioning. The surgical technologist and I agreed it was not working properly. The tray containing that particular piece was removed from the sterile field. A tray containing a new item was delivered to the sterile field. It was checked by the surgeon. With surgical technologist as well as myself watching. We all agreed that the new item was working properly. The case then continued."